Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that there was uncomfortable stimulation, overstimulation, and toe curling while on program 2 at 1.5 v. The patient saw the healthcare professional (hcp) and was switched to program 3 at 0.6 v. Her hcp told her she had the stimulation up too high. This occurred on (B)(6) 2016. It was also noted that she was releasing urine but it still took a while and sometime had to push it out. It was still a small stream but at her last doctor appointment she did not have an infection, which meant she was releasing enough. Further follow-up is being conducted to determine the steps taken to resolve the uncomfortable stimulation and difficulties urinating. If additional information is received, a follow-up report will be sent.